Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right atrial (ra) lead exhibited high capture threshold. No changes or intervention were reported. The patient was in stable condition.